Manufacturer narrative:
One 3.5mm uncuffed bivona® tracheostomy tube was returned for evaluation. Examination of the returned device showed that the neck flange was torn off on one side. The opposing side of the flange was given strength testing (pull test) and was shown to meet manufacturing specification. The material was found to meet with strength specifications. The physical characteristics of the tear on the flange were consistent with the material having been exposed to a sharp edge. The initial reporter of the complaint had stated that marpac tracheostomy tubes are used to secure the device during patient use. The marpac ties described contain a rigid velcro strip with a sharp edge. The tracheostomy tube is packaged with twill ties that the user is instructed to use in order to hold the tracheostomy tube in place. The product's device instructions for use includes information to warn users to avoid use of sharpened tube holders stating, "guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product."

Manufacturer narrative:
One device sample has been returned for evaluation. A follow up report will be filed with the evaluation results once evaluation is completed.

Event description:
User facility reported on behalf of the home care user (patient's parents) that the device was in use with patient starting on (B)(6) 2016. According to reporter, on (B)(6) 2016 when they were changing the tube holder, the tube flange showed a split. Reporter stated an emergency tube change was required and no permanent adverse effects occurred.